Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported gas bottle "b" did not work. No other details regarding the nature of the event were provided. The user reported surgery was completed successfully and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.